Event description:
Event description guidant received information that at 47.8 months post implant, this implantable cardioverter defibrillator (ICD)was explanted due to an earlier than expected elective replacement indicator (eri).